Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks while breaking up an argument between students in school, due to large t wave oversensing. Alternate vector was not a viable vector and secondary has already been tried. This patient received inappropriate shocks in secondary as well. This patient was going into the clinic the following day for treadmill testing as the morphology difference appears to be at elevated rates. This s-ICD remains in service. No additional adverse patient effects were reported.